Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160. Model: sc-1216. Serial: (B)(4). Batch: 507838.

Event description:
It was reported that the patient had a lot of discomfort and pressure at the incision where the paddle was implanted. The patient underwent an explant procedure where the scs system was removed. The explanted device was disposed at the facility.